Event description:
Physician's office autoclaved the pre-formed implants. The vacuum portion of the autoclave cycle resulted in some bubbles and ruptures to the implant. The pt subsequently developed an infection. The implant was removed and the pt is now doing fine.